Event description:
A medtronic representative reported a 3mm inaccuracy when using the o-arm in the synergy spine application. The site stated that the inaccuracy was noticed at the end of the procedure resulting in no negative impact to the patient. The surgery was completed with the use of the stealthstation s7 system.

Manufacturer narrative:
A4: patient weight not available at this time. H6: software has not been evaluated as of the date of this report.